Event description:
It was initially reported that the patient had an infection after a recent implant. The patient was scheduled for explanted the same day the infection was seen by the surgeon. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the patient had an appointment due to draining and redness when the infection was discovered. The chest incision was broken down and there is significant purulent drainage out of it. The patient was admitted for antibiotic and vns removal. The incision will have to be heal by secondary intention until re-implant is considered. Cultures were taken that confirmed the infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.